Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding their implantable neurostimulator (ins). The reason for call was patient (pt) reported their device was taking over an hour to charge the implantable neurostimulator (ins). Pt stated that when they put on the belt, they had difficulty locating the implant to establish a connection. Pt also stated that their therapy was turned off and that they had been charging the ins for over an hour, but the charge level was only at 70%. Agent had pt turn off the wireless recharger (wr). Pt confirmed that airplane mode was off. Agent had pt turn airplane mode off and then back on. Pt also confirmed that bluetooth was on. Agent had pt close all applications, launch recharger application, turn on the wr and place the wr over the ins. Pt confirmed that the ins was charging and that the connection quality ranged from good to excellent. Pt notedthat the connection fluctuated between a good connection and no connection. Agent had pt reposition the wr. Pt stated they had not moved, but the connection continued to alternate from good to excellent and back to good. Pt also stated that they had charged the wr overnight and had been charging both devices at night. Pt confirmed that the ins was charging at a good connection level at 70%, but it had not progressed for over an hour. Pt confirmed that they had not experienced any falls or trauma near the implant site but stated that the implant had moved. Pt also mentioned that their healthcare provider (hcp) planned to revise the implant and place it deeper. Agent reviewed information and redirected the pt to their hcp regarding the implant migration.